Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2017-00613 to provide additional information based on the evaluation result of the subject device. The subject device was returned to olympus medical systems corp. (Omsc) for investigation. As a result of the investigation on (b)(6 2017, it was confirmed that the probe of the subject device was broken at 13 mm from the distal end. The broken probe tip was not returned to omsc. Both the probe and the non-insulated part of grasping section had contact marks. The shape of the fracture surface showed that the crack developed from the contact marks as the starting point. The ptfe pad was worn and partially separated. The device history record for the lot indicated no abnormality with the event-related items below. Hf oscillation inspection, appearance. This type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was worn since the user output the device in seal & cut mode without contacting tissue (including after the tissue already cut). Since the ptfe pad was worn, the probe contacted with the non-insulated part, and contact marks occurred between the probe and the non-insulated part. The crack developed with the contact marks as the starting point when the user output in seal & cut mode or grasped the tissue. Besides the probe was broken when the probe received a load. Furthermore the ptfe pad was partially separated. The instruction manual of the device has already warned as follows; do not activate output while grasping thick, harder tissue, such as the uterine cervix, with the distal part of the probe tip and the grasping section. Otherwise, the grasping surface (white ptfe pad surface) may be worn out partially. Continued use under this condition may result in exposure of the metal area of the grasping section and a scratch on the probe tip. This could lead the probe tip to breaking and falling off into the body cavity during the output.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information or the subject device is received at a later time, this report will be supplemented.

Event description:
During a nephrectomy, three subject devices were used. The probe damage error occurred in the first device. The physician continued the procedure with the second device of the same model. The probe of the second device fell off into the patient. The physician decided to leave the fragment of the probe in the patient without retrieving it because the procedure time was already long, which may affect the patient. The procedure was completed with the third device of the same model. There was no further patient injury reported. This report describes the probe breakage of the second device.